Event description:
Philips received a complaint by the customer on the v60, indicating that the unit had a machine pressure sensor auto failure alarm (ec 1109). It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse logged code 1109 and discussed repair options with the customer to replace solenoid 2 and 4. The rse then suggested to the customer to troubleshoot the failed system leak test first to determine if a flow sensor replacement was required first to resolve the issue as the flow sensor comes with the solenoid 2 and 4. The customer called the rse back and confirmed that their manager approved of the replacement of the flow sensor to address the o2 flow accuracy failure and code 1109. The customer replaced the flow sensor to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.